Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert due to low impedance. In addition, the atrial lead exhibited reproducible noise. The lead was explanted and replaced during a device change out procedure. The patient was stable throughout the procedure.